Event description:
The ge oec 9600 fluoroscopy system would not operate in boost mode.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the boost feature was disabled. The sys was configured for boost to operate. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.